Event description:
This lead was implanted on (B)(6) 2003. On (B)(6) 2013 it was noted that during lead extraction, the ra and lv leads became tangled up together. Additionally, ra lead came off the atrial appendage and so a new lead had to be used. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).